Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022 a 25mm amplatzer amulet was successfully implanted using an unknown delivery system. The device dislodged in the evening of original implant which was confirmed by computerized tomography (CT) scan and echocardiogram. Device was sitting outside of the ostium and slowly migrated to the mitral valve where it was extracted from the patient. Mid way through extraction, pericardial effusion was noted around the silhouette of the heart and was treated with pericardiocentesis. The patient also had some blood loss. It is unknown if a blood transfusion was required. Patient remain in intensive care unit (ICU).

Manufacturer narrative:
An event of the device embolization, pericardial effusion and blood loss was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. No information was received to indicate the size of the defect , that the implant procedure encountered any difficulties or that the patient¿s monitored activated clotting time was abnormal but the field did indicate that the physician believed the pericardial effusion was caused by the insertion of the wire in right atrium. Information received from the field indicated that heparin was administered during the procedure and that the device was sized using transesophageal echocardiography and angiography on the day of the procedure. However, based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
N/a.